Manufacturer narrative:
The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed and <<a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population. Patient code (B)(6) captures the reportable event of surgery.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted after exhibiting an unspecified error code. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated a new device was successfully implanted and no additional adverse patient effects were reported.